Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 8 years. Through follow-up with the health-care provider, it was learned that the explant was due to the development of calcified leaflets with aortic stenosis and regurgitation. The surgeon noted that the patient had developed structural valve deterioration of the device. The subject valve was replaced with another edwards bioprosthetic valve with satisfactory results. No operative complications indicated.

Manufacturer narrative:
Evaluation summary: the valve exhibited heavy calcification in the cusp area of leaflets 2 and 3. Calcification was moderate in the cusp area of leaflet 1, and at the free margin of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Non through tear, not through the entire thickness of the tissue, was noted at opposite commissures and along the attachment of leaflet 1. The disruption measured to approximately 10-11mm, thickened and swollen tissue was noted. A tear was noted at leaflet 3 at commissure 1 and at leaflet 2 commissure 3. The tears measured to approximately 4-5mm, calcification was noted in the region of the tears. Host tissue was minimal at the stent inflow. The x-ray demonstrates calcification. X-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Analysis of the subject device confirmed the reported calcification noted on the valve, ultimately causing aortic stenosis and regurgitation experienced by the patient. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible.